Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The reported bleeding resolved on (B)(6) 2021. Additionally, the reported elevated leukocytosis resolved on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket), cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook, rev. C. Is also currently available. This document also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05may2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had post operation leukocytosis to 24.8 and a fever of 39 degrees celsius. C-reactive protein (crp) was at 13. The patient received IV (intravenous) antibiotics perioperative as prophylactic per the standard of care on IV tylenol continuous infusion with a plan to monitor. The patient has a history of atrial fibrillation (afib). Post- operation had sinus tach with heart rate (hr) in the 120-130's (B)(6) 2021 at10am, hr went to afib with a rate of 180's. Loaded with intravenous (IV) amiodarone and started on a continuous IV drops. The patient¿s reported cardiac arrhythmias that started on (B)(6) 2021 returned to normal sinus rhythm on (B)(6) 2021. The patient¿s reported bleeding started on (B)(6) 2021 in which the patient was transfused with one unit of packed red blood cell (prbc). The patient¿s hemoglobin (hgb) 7.3 g/dl and hematocrit 23 % (hct)= 107, diagnosed with positive hit on (B)(6) 2021. Hbg = 9.4 post no over signs of active bleeding. The patient¿s reported thrombocytopenia event with a start date of (B)(6) 2021 resolved without sequelae on (B)(6) 2021. The patient's platelet count dropped to 72,000 post-operation. IV heparin was initially held post-operation, but restarted then stopped again on (B)(6) 2021. The patient still received oral asa (aspirin). Bivilirubin IV initiated (B)(6) 2021 instead of standard of care heparin IV. Platelet count returned to 107k. The patient remained on coumadin. The patient's international normalized ration (inr) was subtherapeutic. On (B)(6) 2021, the patent had a right thoracotomy incision hematoma. The right thoracotomy incision swelling noted extend right upper chest. Vascular ultrasound done to evaluate fluid collection as subject has related elevated white blood count (wbc) and anemic related issues. Us= 1.3 by 3.6 by 6.7 cms complex fluid collection consistence with a hematoma. Plan was to continue to monitor for expansion. Vascular ultrasound completed and patient was stable. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the resuscitative thoracotomy (rt) incision had a hematoma. The thrombocytopenia resolved without sequalae on (B)(6) 2021.